Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that there was no output and the device could not be inter- rogated.